Event description:
During an unspecified procedure, the needle tip broke. The surgeon retrieved the broken portion of the needle and completed the procedure with another suture. No pt injury reported.